Manufacturer narrative:
The serial number of the mobile power unit was not provided; therefore, the catalog number, serial number, expiration date, device unique identifier (UDI), approximate age of device, and manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there were several low voltage/no external power alarms observed. Both were reportedly due to running down the batteries and accidentally unplugging the mobile power unit (mpu) from the wall. The patient claimed that the cable came out of the mpu. It was reported that there were no issues with the lvad. The patient was reeducated on proper battery usage. Review of the submitted log file by technical services revealed a string of low power hazards and no external power on (B)(6) 2018 between 4:49:02 and 4:49:22 when the lvad was moving from mpu to battery and then back to mpu. There was no pump stoppage as the system controller emergency backup battery provided power during the no external power events.

Manufacturer narrative:
Additional information mpu model and serial number provided. Additional information: manufacture date added. The reported event of a no external power alarm was confirmed based on the information recorded in the system controller log file provided by the customer. The mobile power unit was not returned for evaluation. The mpu was manufactured prior to the ac power cord upgrade and there was no work order indicating that a new v-lock ac power cord was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.